Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 49 mg/dl. The customer attributed bg level to the basal rate settings needing to be decreased. Juice was consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.